Event description:
It was reported that the high voltage (hv) lead impedance was high and out of range. Programming recommendations were made. There were no reported patient symptoms or consequences.

Event description:
New information received notes programming changes were made. No other anomalies were observed on the right ventricular (rv) lead. Imaging was performed and was normal. Other parameters were stable. The patient was being monitored and was asymptomatic.